Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and packaging label were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloons. There is 0ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed at the inflation tubing to balloon tab weld. The sample failed leak testing. The sample was placed under the microscope to look at the location of the leak. Upon microscopic inspection, there is an incomplete weld at the inflation tubing to balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld on the inflation tubing to balloon tab. The operations quality engineer was notified about this issue and a nonconformance (nc) report was initiated. The nonconformance (nc) report will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the tr band was applied to the patient's wrist on the table post procedure. Hemostasis was achieved via proper application and inflation (as per IFU and terumo recommendations). The tech who applied the tr band stated that within seconds the air deflated, and there was active bleeding. The deflated tr band was removed. Circulating registered nurse (rn) applied pressure to the radial artery distal to the puncture site to halt the active bleeding for a second tr band to be applied, which was successful. Hemostasis was achieved with second band and there are no adverse events to report. The procedure performed prior to the use of the tr band was a radial coronary diagnostic procedure. The estimated blood loss was less than 250cc.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.